Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 with a blood glucose level of 490 mg/dl. Customer treated with insulin and antiemetics. Customer was nauseous and vomiting. Customer was wearing the pump at the time of the emergency room visit. Troubleshooting was performed and pump passed priming tests. Customer will be shipped a tubing clamp and will call back tomorrow to do the high pressure test. Customer was advised to monitor the device. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.